Event description:
Pt underwent liver tumor embolization using embosphere microspheres and pva particles. During procedure oxygen levels dropped gradually. Pt underwent desaturation. Pt expired next day.